Manufacturer narrative:
G4:01feb2021. B4:03feb2021. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty motor control printed circuit board assembly (mc pcba). The fse replaced the mc pcba to resolve the issue and bring the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:06apr2021. B4:08apr2021. The removed motor control printed circuit board assembly (mc pcba) was returned to the failure investigation lab (fi). A visual inspection of the mc pcba revealed no evidence of damage or contamination. The fi technician installed the mc pcba into a fi ventilator to duplicate the reported issue. The failure was verified and the root cause was the u10 component failure on the mc pcba . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
It was reported to philips that the device had a over voltage protection failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.